Event description:
The iab was inserted into the patient on 1/15/1998 at 3:08 p.m. And removed on 1/20/1998 at 2:00 p.m. The iab did not malfunction. On 1/20/1998, oozing was noted from the iab site and a transfusion was ordered. The patient received 7 units total prbc's. On 1/21/1998, a hematoma was noted. The patient also had thrombocytopenia. (Event complications: bleeding/transfusion/hematoma/thrombocytopenia) -rpt'd 2/6/1998. (Pt's current status: discharged-rpt'd 2/6/1998.)

Manufacturer narrative:
(This follow-up MDR was mailed to the FDA on 9/28/98).